Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for multiple patients, involving access 2 immunoassay system. This is report number two of two. Subsequent testing produced results within the normal reference interval. It is unknown if the elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2007. The fse replaced the system's transducer to resolve the issue. The fse successfully completed lumwash son inc. The unit conformed to the manufacturer's specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-05931.